Event description:
It was reported that the patients ipg was non-functional. The patient underwent a replacement procedure. The explanted ipg will be returned.

Manufacturer narrative:
Sc-1140 (sn:(B)(6) ). The returned ipg was analyzed and found that the non-rechargeable battery has reached the end of service life and suspended the normal operation after 6 months of service. With all the available information, boston scientific concludes that the longevity of the device is in line with the expected range per the direction for use. Lab analysis of the device did not reveal any anomalies. Therefore, the probable cause selected is no problem detected.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent a replacement procedure. The explanted ipg will be returned.